Event description:
Information was received indicating that immediately on use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. Subsequently, disposable was changed to continue infusion. No patient consequences were noted. No adverse effects were reported.